Event description:
As reported by the equinoxe shoulder study, approximately 4 years post op initial rtsa, this 73 y/o female patient was revised due to aseptic glenoid loosening. Rtsa glenoid loosening first noted (B)(6) 2021. Worsening pain and eventual dislocation on (B)(6) 2023. The case report form indicates this event is unlikely related to devices and definitely related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (h3) pending evaluation: (d10) concomitant medical product: (B)(6). 320-01-38 - equinoxe reverse 38mm glenosphere (B)(6). 300-01-09 - equinoxe, humeral stem primary, press fit 9mm, (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 ,(B)(6). 320-15-07 - sup/post aug plate, l rs glenoid baseplate.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, g3/g4, h4, h6. MDR section codes updated/corrected: b, c, d, e. The revision reported may be the result of the glenoid loosening and joint dislocation as reported. However, the loosening and joint dislocation cannot be confirmed, or the possible sequence of events, from the information provided. The joint dislocation may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. Potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.